Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number 1627487-2020-01221. It was reported that the patient experienced increased vertigo for their scs therapy. Reprogramming was attempted but to no avail. Surgical intervention was taken on (B)(6) 2020 to reposition the leads to address the issue.